Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in used condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional check were performed. Investigation unable to confirm customer problem, no problems were found with the pump. According to the investigation delivery accuracy tests were performed with the test device pm-1124 (dso trip point measured value 1,4 and flow rate measure value 30,3) and the pump was found to be delivering properly and within specification. The pump passed all tests and was found to be operating properly. However, the investigation found that the pump mp board was found to be faulty and needed to be replaced. The problem source of the reported problem is unknown.

Manufacturer narrative:
Report source: product group manager.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump medication dispenser had been used for continuous infusion of total parenteral nutrition (tpn) from 28.9 to 29.9 overnight. In the infusion, the volume of the cassette has been set at 85 ml and the infusion took place at a rate of 5 ml/h, the liquid volume of the container bag had been 85 ml. The display indicated that the tank volume would have been 1.7 ml at the end of the infusion, but the cassette was already empty. The infusion had not stopped automatically. There was inaccuracy as the actual ml-volume was different from what the display informed. It was added that the device also did not indicate "air in the tubing" when there was apparently air present. The air had gone into the tubing about 20 cm and only then did the device stop infusing and indicated air in the tubing. The infusion set was changed. According to the pump event log, the device had been commissioned normally. The pre-filling had first been performed with 10 ml, at which point the device had automatically stopped. The pre-filling, which had been stopped at 5.3 ml, had then been restarted and then again refilled with 0.7 ml of tubing. When pre-filled from a 16 ml fluid reservoir, the device was infused in such a way that the initial volume of the reservoir had thus been 69 ml and the continuous infusion is 5 ml / h. The infusion had been running overnight. The mother had noticed the error in the device on the screen in the morning and stopped the infusion. There was no patient or clinical injury.